Event description:
The healthcare professional (hcp) reported through a manufacturer representative (rep) that the patient controller screen was not di splayed. The patient controller battery pack was removed and attached in an effort to troubleshoot the issue, but the issue remained unresolved. It was noted that when the patient controller was connected to the outlet that the power adapter¿s green light was lit, but the controller light did not light or blink. There was no cord damage found. It was unknown whether any external factors may have led or contributed to the issue. Since there was no health damage at the time of report, no further actions were performed. The issue remained unresolved at the time of report. There were no surgical interventions performed and it was unknown whether any were planned. No complications were reported or anticipated. From pe-706047841-2023-dec-05 gustam5: merged into pe 706042496 (duplicate file with additional controller allegations). Additional information was received from a patient through the rep. The controller does not turn on and the stimulator cannot be charged. The battery pack was inserted and removed, but there was no improvement. Charging was continued, the adapter's charging green light was on, but the controller's light did not illuminate. The recharger (rtm) cord was checked for damage, but no damage was found. The controller was to be replaced in the future. No health damage was reported, the issue has not resolved.

Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient product ID 97755 lot# serial# unknown implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), ubd: , UDI#: (B)(4). G2. Foreign: japan. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.